Manufacturer narrative:
After battery installation, unit displayed a frozen trace pointers are invalid screen due to a non functioning keypad. Upon further review, there was corrosion underneath most of the keypad buttons themselves. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button, power loss alarm and frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to monitor the insulin pump and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.